Event description:
During a transurethral resection of the bladder tumor, an equipment issue was encountered when the electrical bovie cord made a loud pop & sparked during use. Bovie unit & pad were double checked for good connection. According to staff report, no drapes were burned or marked. No immediate patient harm was noted or harm to staff. Upon further investigation, this writer was unable to determine age of cord at the time of the event. Investigation has noted that these cords have a max life span of 1 year.